Event description:
Irn# (B)(4). During the execution of spinal anaesthesia at the time of removal of the device, the metal part remains in the patient leaving the plastic reservoir in the caregiver's hand. Manual removal of the part remaining in the patient.

Manufacturer narrative:
Event took place in italy. The facts of the case, relevant tests are currently in process. In case new information becomes available a follow up report will be sent to the agency.

Manufacturer narrative:
Event took place in italy. UK. Based on analysis, risk assessment, risk profile and clinical monitoring this file is considered as closed. In case new information becomes available a follow up report will be sent to the agency. Correction: imdrf codes: a0413 change to a040102. This product analysis was carried out on the basis of all the information provided and the internal review at pajunk. Based on analysis, risk assessment, risk profile and clinical monitoringthis file is considered as closed. In case new information becomes available a follow up report will be sent to the agency.

Event description:
Irn# (B)(4). During the execution of spinal anaesthesia at the time of removal of the device, the metal part remains in the patient leaving the plastic reservoir in the caregiver's hand. Manual removal of the part remaining in the patient.